Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead manufacturing characteristics, caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, loss of capture was exhibited with this right atrial lead. The patient presented asymptomatic. An x-ray confirmed the lead had dislodged and a revision scheduled later that same day. During intervention, the physician attempted to reposition the lead; however, ended up explanting the product and replacing with a active fixation lead model in another location. The explanted lead was returned for analysis. No adverse effects were reported.